Event description:
It is reported that the pt was revised due to osteolysis in the area of the tibia head and pe breakage and delamination of the edge of the inlay.

Manufacturer narrative:
This report will be amended when our investigation is complete.